Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation because it was discarded, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to their baxter sales representative of a clearlink buretrol solution set that had a very fine cut slit in the line, possibly a manufacturing defect. Since the tube had patient contact and drugs in the line, the anesthesia supervisor had to dispose of it after he examined the IV component. There was no patient injury or medical intervention reported. No additional information is available.